Manufacturer narrative:
The problem was due to a component failure (driver diode). We are unaware about patient injury.

Event description:
The laser system has the following problem: "during warm up the chillers turn off then the system showed check current error". No adverse effects to patient were reported.